Event description:
It was reported the ipg will no longer maintain a recharge. A replacement charger and troubleshooting were attempted to no avail. Surgical intervention was undertaken on (B)(6) 2014, explanting and replacing the ipg. Postoperative reprogramming was successful achieving effective coverage. The issue is resolved.

Manufacturer narrative:
(B)(4). UDI(di) (B)(4). This ipg serial number was included in a field advisory. 1627487-05242011-002-r, 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the complaint was not confirmed. The ipg was charged with a lab standard eon mini le charging system from stim off to full in approximately four hours and forty-six minutes. The returned ipg communicated with lab utilities, passed functional testing and exhibited normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.